Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience prime device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified and moderately tortuous lesion in the right coronary artery (rca) and a de novo, moderately calcified and moderately tortuous lesion in the left anterior descending artery (lad). Two 3.0x28mm xience prime stent delivery system (sds) stents were implanted, one in each location, however, post deployment a dissection occurred on the proximal end of each stent. Additional 3.0x12mm and 3.0x15mm xience prime stents, respectively, were implanted to treat the dissection. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.